Event description:
A call is received from a nursing assistant regarding a wet dressing on an epicutaneous catheter in the right upper limb. After washing hands and putting on sterile gloves, the catheter is examined, the wet dressing is removed, and the fixomull dressing is removed from the insertion site. Spontaneous exit of the epicutaneous catheter is observed, with fluid leaking from the walls, and it is evident that it is not completely removed, with 10 cm missing. No oedema or infiltration is observed. A chest x-ray taken this morning at 5:30 a.m. Is reviewed, revealing a foreign body in the cardiac area, which clearly corresponds to the catheter. The paediatrician makes an urgent referral to cardiovascular services. The referral is sent down and the paediatrician informs the parents. For now, no intravenous fluids are administered on the orders of paediatrician dr. (B)(6). The peripheral venous access already inserted and permeable in the left lower limb is left in place per protocol because the patient is ventilated. A new chest x-ray is taken to monitor the migration of the catheter, which remains in the same position as in the previous image.

Manufacturer narrative:
Since we have received neither the faulty sample nor an image showing the defect, no investigation is possible. The error pattern cannot be verified or disproved. In general, there are various events that can lead to a snapped catheter: 1. Tensile force which may be caused by: - dressing change- in some instances the catheter can become adhered to the dressing and additional pulling is required to free it; placing stress on the line could result in a tensile fracture. - in babies, routine care (when lifting the baby to change the bedding) and movement of the baby itself could result in a tensile fracture. 2. Mechanical damage by a sharp instrument (for example scissor, forceps or scalpel) during dressing change. 3. Iodine-based disinfectant - concerning this, there are some warnings in the IFU: "the use of organic solvents such as acetone, chlorinated solvents, ethyl acetate, etc. Is inadvisable. Do not expose this catheter to contact with iodine containing compounds. These products can degrade or irreversibly deform the silicone elastomer." Furthermore, a manufacturing fault can be excluded, as the catheter did not snap for seven days, as reported by the customer. Having checked the batch history records, no deviations were found. The batch complied with its specification and was released. Each catheter is flow and leak-tested during production. The tensile force and dimensions of catheter and set components are randomly checked. Incoming goods inspections and two 100% visual tests after packaging are carried out. One batch was used for the assembly group of the catheter tube (involved code 6g33820000). The value of the tensile force of the catheter tube for batch 8225032 was min. 1.66 n and was therefore within its specification (min. 1.5 n). Due to the missing sample, no further corrective action initiated by quality management as no root cause analysis can be made. Should a problem occur with our product in the future, please send us a representative picture or, even better, the faulty sample.

Manufacturer narrative:
Although the malfunctioning device will not be returned to vygon, the details of the malfunction will be evaluated as part of the complaint investigation. The results of this investigation are still pending and will be communicated to FDA within 30 days of its conclusion.

Event description:
A call is received from a nursing assistant regarding a wet dressing on an epicutaneous catheter in the right upper limb. After washing hands and putting on sterile gloves, the catheter is examined, the wet dressing is removed, and the fixomull dressing is removed from the insertion site. Spontaneous exit of the epicutaneous catheter is observed, with fluid leaking from the walls, and it is evident that it is not completely removed, with 10 cm missing. No oedema or infiltration is observed. A chest x-ray taken this morning at 5:30 a.m. Is reviewed, revealing a foreign body in the cardiac area, which clearly corresponds to the catheter. The paediatrician makes an urgent referral to cardiovascular services. The referral is sent down and the paediatrician informs the parents. For now, no intravenous fluids are administered on the orders of paediatrician dr. (B)(6). The peripheral venous access already inserted and permeable in the left lower limb is left in place per protocol because the patient is ventilated. A new chest x-ray is taken to monitor the migration of the catheter, which remains in the same position as in the previous image.